Event description:
It was reported that the 9600 system had poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor was re-seated during the service call. The system was tested, and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint.